Event description:
It was reported that the customer had a sensor with a broken needle. Customer stated that when she opened a package, the sensor was in 2 pieces. Customer stated that it was time to change the sensor. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.